Event description:
The facility reported a flo-gard infusion pump with an occlusion, which was discovered upon power-up. This event may have been a false occlusion alarm. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).upon further investigation by baxter, this event has been determined to be non-reportable. (B)(4).